Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states he feels well and requires no medical attention. Verified the strips expire 10/31/2016. Customer confirms the strips were first opened (B)(6) 2015. Customer would not disclose the storage method of the test strips. Reviewed meter memory: 454mg/dl (B)(6) 2015 01:51:00 pm fasting:no, hi (B)(6) 2015 12:17:00 pm fasting:no. The customer is calling for assistance with performing a blood test and received a result of hi on (B)(6) 2015. The customer states that he does not know his blood range because he does not use the meter often. The customer stated that the date and time is not setup correctly in the meter.